Event description:
During a laparoscopic assisted vaginal hysterectomy, a small plastic piece broke off from the laparoscopic scissors. The piece was retrieved from the patient and the reprocessed scissors were sent to materials management.